Manufacturer narrative:
Unit passed displacement test. However, unit alarmed compromised force sensor during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 225 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.